Manufacturer narrative:
A ge oec svc rep investigated the issue and found an open high voltage cable that was defective. The high voltage cable was changed with an extra high voltage cable to repair the malfunction. The sys was tested and found to be operating as intended. The sys was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. No pt was involved as the facility was repairing the sys when the new error displayed the malfunction.

Event description:
The ge oec 9800 fluoroscopy system had camera icons that did not rotate with camera position.